Manufacturer narrative:
Expiration date: 30-apri-2023 (after packaging the field went blank). Explanted date: device was not explanted. The actual device has been returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was used to tactile feel of tamper tube felt a bit different almost went down tissue tract too easy. Bleeding was noted around the tamper tube. Despite changing position in tract, manual pressure had to be applied for 20 minutes. Estimated blood loss was less than 250cc's. The patient was in stable condition and was discharged home. The procedure outcome is successful. It was a right groin, us guided access with a 6 fr sheath. Status post (s/p) atherectomy/ percutaneous transluminal angioplasty (pta) of left superficial femoral artery (sfa) / left popliteal/left tibioperoneal (tp) trunk. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury.

Manufacturer narrative:
H6: investigation findings - code 3211 is based upon the evaluation of user facility information and no device returned for investigation; code 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - code 4315 is based upon no device return; code 67 is based upon evaluation of the returned unused sample. Three (3) unused 6f angio-seal vip devices were received for product evaluation. The facility sent the unused samples for investigation purpose. All devices were received in a sealed header bag with all accessories. All three devices were visually examined. No blood like substances were found on the device. All device accessory components were removed from the packaging and examined. There were no anomalies noted with any of the accessory components. The sealed poly-foil pouch was opened carefully, and the device was examined. No visual anomalies were noted. Functional testing was performed on all three (3) devices. The devices were deployed in the angio-seal vessel model following the angio-seal vip IFU. The carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. The complaint cannot be confirmed since the actual device used was not available for evaluation and all returned unused devices were able to deploy as intended. No further visual or functional anomalies could be found. Hence the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) / hazard based risk table (hbrt).